Event description:
A baxter engineer reported a pump with alarms at start -up. This occurred during bio-med testing. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.